Event description:
It was reported that medical attention was sought on (B)(6) 2017 between 8:00 - 9:00 pm after the end user received higher than normal blood glucose results from her prodigy diabetes meter. The end user performed a blood glucose test and received a result of 463 mg/dl and proceeded to take insulin based on the higher reading. The end user's blood glucose dropped down to 50 mg/dl and she became unresponsive. The paramedics were called and she was transported to the ER. The end user was not able to recall any details related to any treatments or blood glucose test performed by the paramedics or ER personnel. After 4 hours in the ER the end user was discharged with a blood glucose reading of 125 mg/dl. No additional details were provided in relations to this medical event.